Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented after receiving three shocks. Upon review, there was noise on the right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing (atp) and shocks. Additionally, the rv noted a sudden increase in pacing impedance measurements which were greater than 2,500 ohms. As a lead fracture was suspected, a revision procedure was scheduled. This lead was surgically abandoned and the device was explanted. It was indicated this patient was not pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.